Event description:
It was reported the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had to recharge the device daily as the reason for replacement.